Manufacturer narrative:
Manufacturer¿s investigation conclusion: the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 09jan2019. Thrombus was confirmed through the evaluation of heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6). (B)(6) was returned assembled with the driveline (dl) severed approximately 9 inches from the pump housing. The distal portion of the dl was not returned. The inlet elbow was returned attached to the pump¿s inlet port. The sealed inflow conduit flex section had been severed medially and the distal half was returned attached to the inlet elbow. The proximal half of the flex section and the inlet tube were not returned. The outlet elbow was returned attached to the pump¿s outlet port. The sealed outflow graft, sealed outflow graft bend relief, and bend relief collar were not returned. The plastic thread protector was returned attached to the distal-side of the outlet elbow. Upon disassembly of (B)(6), large tissue-like depositions surrounded by loosely coagulated blood were observed within the proximal-side of the outlet stator. The lack of denaturation and concentric layering indicated that the observed depositions were not present in the pump for an extended period of time while the (B)(6) was supporting the patient. In addition, the depositions did not appear to have initially formed in these locations and likely, originally formed elsewhere. Although a specific cause for the observed thrombus formations could not be conclusively determined through this evaluation, if these depositions were passing through or present in the pump during operation, they could have caused increased resistance on the rotor, resulting in the reported elevations in pump power and transient low speed and pump stop events captured in the submitted log file. In addition, the depositions could have also contributed to the report of elevated ldh. Due to the confirmation of internal driveline wire damage, no further evaluation was performed and (B)(6) was not functionally tested using a mock circulatory loop. The returned pump bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies related to wear or damage were observed. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient presented to the emergency department (ed) with lactate dehydrogenase (ldh) values of 1359 u/l and an left ventricular assist device (lvad) flowrate in excess of 10 lpm. A brief pump stoppage was observed upon admission to the ed, but the pump did return to proper functioning. Flow and power were observed to be elevated along with an influx of pi events. Pulsatile blood pressure was 139/78. Svo2 99%. Aortic valve (aov) is fully opening with every beat in echo. The patient was scheduled for a hm ii explant on (B)(6) 2020.